Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, after about 3 hours from the start of the operation, the device became unable to seal. End tone and regrasp alarm were unknown. No bleeding occurred. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.